Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the evoke closed loop stimulator (cls) implant site. Medication was prescribed to treat the infection, and additional sutures were placed along the edges of the incision.

Manufacturer narrative:
The evoke scs system remains implanted. An infection at the cls implant site was evaluated and treated with medication and new sutures placed along the edges of the incision. The evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system, including ¿infection that may require hospitalisation with intravenous antibiotic therapy.¿